Event description:
The rn noticed that neither the primary or secondary bag was running through the IV pump although the pump had been set to infuse at 120 ml/hr. The IV pump had not alarmed and showed that over 300 ml had infused, but the primary bag was still full. The rn replaced the tubing and it then infused correctly. There was no harm to the patient.======================manufacturer response for smartsite infusion set, (brand not provided) (per site reporter).======================the manufacturer is currently working with scripps corporate rm.